Event description:
It was reported by the customer that during a therapeutic procedure (thoracoscopy), a green image came on the monitor. The procedure was complete using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to user. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer that during a therapeutic procedure (thoracoscopy), a green image came on the monitor. The procedure was complete using a similar device. There were no reports of patient harm.